Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated there was no response from any button. Two weeks ago, the pump got wet during the shower. Customer's blood glucose level was 6.3 mmol/l. The battery was changed, but the anomaly persists. Buttons weren't pressed for longer than 3 minutes. Pump was not bumped or dropped. Insulin pump will need to be replaced. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).